Manufacturer narrative:
The product will not be returned for analysis. Medtronic's investigation is currently in progress. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during setup prior to use the bio cal instrument displayed a low water error. The instrument was changed out with a backup and there was no resulting adverse patient effect. Medtronic service technician informed the customer that the bio cal instrument is no longer serviced and provided the customer the "end of service" letter. Nothing further was required by the customer. Additional information was received indicating that sterile distilled water was used in the instrument. The details of the customer's cleaning protocol were not provided. Per the operator's manual, cleaning protocols should be followed and de-ionized water should be used in the bio cal.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic's investigation determined that the facility is using non-de-ionized water for the instrument this is not in accordance with the operator¿s manual which specifically recommends the use of de-ionized water.